Event description:
It was reported that an angioplasty procedure was performed because of restenosis of the target lesion just prior to six months after implantation (august 10, 2004). Medical intervention was performed to prevent permanent impairment.